Event description:
Shutdown then continuous alarm sound for ac adapter was unstable volt (11.0~17.0v). At the sales branch, when they tried to check the operation of this instrument which has just finished it pm and they turned on a/c, alarm rang (sound like pi--pi--, an intermittent continuation sound). But alarm did not stop event though the silence button was pushed. The instrument started to operate normal by the internal battery after taking off an ac power supply. After that, above problem did not happen. No pt harm.